Event description:
It was reported that the delivery of the farawave packaging was damaged, the packaging arrived open and the box was crushed. The electrode may have also been crushed. It is unclear whether the foil seal was airtight. The seal on the box was broken. A new device was used to complete the procedure. No patient complications occurred. The device is not expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed..